Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was incisional hernia. The procedure performed was ventral hernia repair with mesh laparoscopic and intra abdominal lysis of adhesions laparoscopic. The patient experienced has had a revision, or a physician has recommended surgical intervention.